Manufacturer narrative:
Additional product codes: dxn, system, measurement, blood-pressure, non-invasive, dqk, computer, diagnostic, programmable, qaq, adjunctive predictive cardiovascular indicator, dxg, computer, diagnostic, pre-programmed, single-function. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that, during use, the staff noticed a blood pressure (bp) difference between the clearsight and non-invasive blood pressure. The clearsight consistently showed low mean arterial pressure (map) vs. Simultaneous non-invasive blood pressure. It was confirmed that there was no patient harm associated with the reported issue.

Manufacturer narrative:
There was no product evaluation as the device was discarded and not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause.